Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system to treat an atrial septal defect (asd). Transthoracic echocardiogram (tte) and digital subtraction angiography (dsa) were used during the procedure. The asd was measured at 26mm. The devices were prepared per instructions for use (IFU). The cable connection was checked during device preparation and prior to deployment. During the procedure the occluder prematurely disconnected from the delivery cable when the cable was gently pulled back to the delivery system. The occluder caused a partial blockage of blood flow in the left pulmonary artery. An attempt was made to snare the occluder but was unsuccessful. The patient underwent surgery to remove the device and close the asd. The patient status was stable.

Manufacturer narrative:
An event of a premature separation during procedure was reported. A returned device analysis, to rule out any device-related causes, could not be performed as the device is not returning. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system to treat an atrial septal defect (asd). Transthoracic echocardiogram (tte) and digital subtraction angiography (dsa) were used during the procedure. The asd was measured at 26mm. The devices were prepared per instructions for use (IFU). The cable connection was checked during device preparation and prior to deployment. During the procedure the occluder prematurely disconnected from the delivery cable when the cable was gently pulled back to the delivery system. The occluder caused a partial blockage of blood flow in the left pulmonary artery. An attempt was made to snare the occluder but was unsuccessful. The patient underwent surgery to remove the device and close the asd. The patient status was stable.